Event description:
The customer reported that the insulin pump is not alarming when she is not getting a bolus, and she went into diabetes ketoacidosis over (B)(6). A fixed prime test was conducted over the phone and the insulin pump alarmed. The caller stated that her blood glucose went up the night before, but she treated her blood glucose with 7.45 units through the insulin pump and also a manual of 15.0 units. The customer felt that the device should have alarmed when she was not getting insulin late in the evening and her blood glucose went up to 407mg/dl. The caller mentioned that the cannula was kinked/bent. The customer declined further troubleshooting as she was at work at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.